Event description:
A vaxcel plus dialysis catheter was placed for therapeutic purposes in 2005. One day later, upon initiating treatment, a leak was noticed below the suture wing. The dialysis catheter was replaced the next day.